Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).